Event description:
At some point during surgery, the nipple that is supposed to be in the tip of the summit femoral stem insertor was broken off. Surgical team was unaware of this issue until it was pointed out by the representative. The tip was identified on x-ray, it had migrated out of the stem and into the hip joint, requiring second surgery for removal of foreign body.